Event description:
It was reported that catheter shaft break occurred. A 2.25x12mm promus element plus stent was selected to treat the target lesion. While inserting the device into the guide, external to the patient, the shaft was broken. They were able to pull out both pieces, used another one and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).